Manufacturer narrative:
There is no documentation to show a causal relationship between the patient¿s fluid volume overload and the liberty cycler. However, there is a temporal relationship between the patient choosing not to complete ccpd therapy due to multiple alarms and the hypervolemia. The issues were not reported as they occurred so there was no attempt to work through the alarms with technical support. The patient hospitalization for hypervolemia occurred despite the fact the patient was reportedly completing manual exchanges for pd therapy and continued to encounter problems with pd therapy while hospitalized and utilizing the liberty cycler. Based on the available information a cause of the hypervolemia is unknown. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported during routine follow up on an unrelated customer experience that the peritoneal dialysis patient was admitted to the hospital on (B)(6) 2018 for fluid overload. The patient had been experiencing multiple alarm messages (alarms unknown) and that the cycler was noisy for several days leading up to the last report on (B)(6) 2018. Additional follow up on (B)(6) 2018 documented that this patient has dexterity issues and when he receives an alarm message has a tendency to cancel and skip the treatment. The cycler has since been replaced, but the patient was then hospitalized for the fluid overload. It is unknown what symptoms the patient was experiencing and hospital course is unknown. Per the pdrn, the patient was attempting to continue pd therapy in the hospital, but the treatments were not successful (unspecified issue). The patient was discharged on (B)(6) 2018 in stable condition and continues to complete ccpd therapy utilizing the liberty cycler. Per the pdrn, the patient does not have any comorbidities that could have contributed to the fluid overload. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The reported symptom code ¿noisy¿ was not confirmed with testing. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment (as received) ¿ passed. System air leak testing ¿ passed. Valve actuation testing ¿ passed. Load cell verification testing ¿ passed. An interior inspection showed no signs of dried fluid. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.